Event description:
Healthcare professional reported via nbir infection, skin necrosis and wound problems against the right device. The device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reported events infection(unknown onset), wound dehiscence, necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection(unknown onset), wound dehiscence, necrosis.